Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated that his device was not working properly, as it was noted that the pump was unable to transfer fluid to the cylinders, and the device could not be inflated. As a result, the device was explanted. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100641088. Model/catalog description: reservoir. Unique identifier (UDI) # (B)(4).